Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6), 2017, it was reported that the device produced an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device produced an incomplete mesh and the gears were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6), 2017 revealed that the calibration was within specification and produced a passing sample graft. The roller and gear had visual damage. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing test cut. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the gears and roller. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since it is unknown which cutter was being used during the reported event. The root cause of the reported event could not be specifically determined it is unknown which cutter was being used during the reported event. The issue was resolved by replacing the gears and roller. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device produced incomplete mesh during meshing of previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.